Manufacturer narrative:
Section h4 corrected: manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event and patient outcome could not be conclusively established through this evaluation. It was reported that the patient expired on (B)(6) 2020 due to a disease. The event was not considered to be device related and an autopsy was not performed. Privacy laws prohibited the account from providing further information regarding the event; however, it was reported that based on a review of the available patient¿s record and a request for patient outcome, there were no device issues at the time of the patient outcome. It was also communicated that heartmate 3 lvas, serial number (B)(6), was not explanted and would not be returned for evaluation. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19oct2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported through the patient outcome, the patient passed away due to "other disease". There were no reported device issues or malfunctions that could have contributed to the patient outcome. No autopsy was performed. The device was not explanted. Due to patient privacy laws, the hospital did not communicate any further patient outcome information. Based on a review of patient records and a request for patient outcome, there were no device issues at the time of the patient outcome.